Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse performed an error log analysis, checked the pipetting system and cleaned the centrifuge. The cause of the discordant acth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two samples (sid (B)(6)) were drawn from the same patient and run on an immulite 2000 xpi instrument. A discordant, falsely low adrenocorticotropic hormone (acth) result was obtained on patient sample (B)(6) and an expected acth result was obtained on patient sample (B)(6). Both results were reported to the physician and the physician questioned the discordant, falsely low acth result. On the next day, both patient samples were re-run on the same instrument and expected acth results were obtained on both samples. A corrected report was provided to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low acth result.